Manufacturer narrative:
The customer reported that one of the transmitters was getting a noisy trace. They got a replacement transmitter with the same channel and there was still noise. Switched to a different receiver and the trace was fine. The customer requested an exchange for the receiver unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that one of the transmitters was getting a noisy trace. They got a replacement transmitter with the same channel and there was still noise. Switched to a different receiver and the trace was fine. The customer requested an exchange for the receiver unit.

Manufacturer narrative:
Manufacturer narrative: the customer reported that one of the transmitters was getting a noisy trace. They got a replacement transmitter with the same channel and there was still noise. Switched to a different receiver and the trace was fine. The customer requested an exchange for the receiver unit. An exchange receiver unit has been sent to the customer. The device was sent in for evaluation. The evaluation confirmed the customer's complaint. The receiver in slot 4 had a lot of noise while monitoring. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.